Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4mmx40mmx146cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 5 atmospheres, the balloon ruptured after being inflated for 5 seconds. The device was completely removed from the patient and was exchanged with a sterling balloon catheter. After stent deployment, it was confirmed the patient's blood flow was recovered and the procedure was completed. No patient complications were reported and the patient's status was good.